Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Procedure: extension of previous cervical fusion levels implanted: c1-t2 it was reported that on an unknown date, post-op, follow up x-rays of patient showed the axial connector had disconnected on one side. Patient underwent revision surgery for the replacement of the implant. During the revision surgery, it was also discovered that both connectors had separated from the original construct. All the malfunctioned implants have been removed during the revision surgery and single rods construct have been implanted. Patient suffered with unstable cervical spine as a result of this event.

Manufacturer narrative:
Product analysis results: visual optical functional visual and optical inspection confirmed the outer surface has some witness marks. Functional inspection confirmed the screws were hard to loosen. Optical inspection confirmed the screw has been deformed on the ends. Root cause of the rod backing out of the connector is undetermined. If information is provided in the future, a supplemental report will be issued.